Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-18654. It was reported that the patient presented remotely via merlin.net. Auto mode switching due to atrial lead noise was observed. Loss of capture was also observed on the ventricular lead. It was believed capture was on the backup pulse but the filters on the sense amp prevented the signal from being displayed. The patient was to be brought in for further evaluation and addition of a third ventricular channel for electrocardiogram storage. The patient was stable.